Manufacturer narrative:
The event was reported to have occurred "in the last few months." Facility name: (B)(6) medical center. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line of the prismaflex set became disconnected from the patient's dialysis catheter during continuous renal replacement therapy. It was reported that the patient was recently repositioned with three people for the sole purpose of watching all lines and airways. However, a disconnection was noticed 10 minutes after the repositioning. The prismaflex control unit did not generate an alarm. The return line was clamped and at this time, the machine generated an alarm. The patient was treated with one unit of blood and it was reported that levophed "requirements were increased temporarily". The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
H10: the device was not made available for inspection and the serial number is unknown; therefore, a device analysis could not be completed. The prismaflex operator¿s manual warns the user that depending on where the return line ends up, the return pressure may remain within the set alarm limits and no alarm will be triggered by the prismaflex in case of line disconnection. The operator¿s manual also instructs the user must ¿ensure that the patient's blood access and return connections are firmly secured¿ at all times. Should additional relevant information become available, a supplemental report will be submitted.